Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a sample of 170.01 buratto bimanual irrigation handpiece. The original packaging was not provided. The sample was received good protected in a slabstock foam. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to company acceptance criteria. Manufacturing plant performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. It was found that the cannula is bent and compressed. It cannot exactly be determined how or when the damage occurred; however, the damage to the complained samples is consistent with damage that can occur due to external force. (B)(4).

Event description:
A consumer reported that during a cataract intraocular lens (iol) implant surgery, the surgeon noted that the tip of a bimanual I/a handpiece was bent and its use was hampered. The event occurred during the irrigation of viscoelastic after the iol implant. The procedure was completed without changing the handpiece. There was no patient harm. No additional information is expected.

Manufacturer narrative:
A sample has been received and I-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).